Manufacturer narrative:
During the repair the product has been analyzed and tested. During the visual inspection it was found that the head had a small dent. This indicates that it received an external hit, e.g. A drop. A functional test showed that the heat up was reproducible. The product was running noisy and the bearings have been vibrating. It showed also that the push button remained pressed which causes unusual friction and hence heat up. After disassembling of the product it got visible that the bearings have been worn out and the spring of the push button has been missing. All deviations from specification cause higher friction hand hence heat up of the product. It was not possible to clarify why the spring has been missing. It is very unlikely that it was missing from the beginning as the product was in use for 1.5 years without problems and the test of the push button is part of the final inspection during production. Therefore most likely scenario is that push button came off earlier in the dental office and hence spring disappeared unnoticed. Push button was re-inserted without the spring by another associate which was not noted and hence nobody else was aware of the issue. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer). (B)(4).

Event description:
During a call with a dental assistant of the office following details have been supplied: office does not remember patient name to pull file. Following information is what can be recalled. Early (B)(6) 2018 during a crown prep on right side, patient was burned at right corner and lower lip. Burn diameter is size of handpiece back cap. Patient is female in her 50's. Patient was prescribed antibiotic amoxicillin 875mg and gave her over the counter oxyfresh gel.